Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii. Possible rupture." Device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6) continued e1 (zip code): (B)(6) continued e1 additional (phone number) : (B)(6).

Event description:
The device has been explanted and replaced.